Manufacturer narrative:
Product analysis completed testing on the one touch ping pump on (B)(4) 2013 with the following findings: there was contamination on the force sensor plate. Evaluation revealed an unidentified display failure; the display was pink and dim. It was found that the force sensor was out of calibration. During black box and history review, no load step malfunctions were found. However, the pump failed to rewind and load due to a load step malfunction during evaluation.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a load step malfunction issue. When loading the cartridge, there is no motor activity or noise. The pump sometimes completes the load step after it is rebooted. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.